Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a filled cassette was sealed, placed in a light-protective bag, and stored overnight in a temperature-controlled refrigerator. Upon collection, liquid was found accumulated in the bottom of the bag, indicating leakage from the cassette. The cassette had been filled using a bd syringe, luer-lock and sealed with the supplied cap, with no other materials contacting the cassette during filling. There was no patient involvement.